Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection and sepsis. Intravenous antibiotics were administered to the patient. No further adverse patient effects were reported.